Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 590 mg/dl; suspected cause was due to the customer needing a settings adjustment. The customer changed pump supplies to address their bg and updated their pump settings to address the event.